Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had "irritates" and redness at the implantable neurostimulator (ins) site. The shape of the ins could have caused the issue. Blood examination was done to see if there was an infection, but no infection was found. A revision was done and the ins was moved from the subclavicular implant site to an abdominal implant site were there was more fat. The issue was resolved after the revision. The patient was alive with no injury. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.